Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the device, the following defects were found: front panel has a crack inside, unit needs software update, video socket connector has defective locker, it doesn't secure scope video cable, red noisy image was found with 190 scope and no image with 180 scope. Discoloration on front panel and programmable in- put processor (pip) connector deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that image issues occurred on the evis exera iii video system center. The image was pink with lots of noise and there was no image when different scopes were used. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s possible the cause is related to a faulty patient board set, the dr board¿s (printed circuit board) operational amplifier circuitry not being properly designed, or the video connector not being properly connected. It was confirmed that the design of the operational amplifier section of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.